Manufacturer narrative:
Date of event: event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they were experiencing a lot of pain in their back, and had incontinence symptoms. They were being overstimulated and reported it was using their battery pack as an electrode. They met with a manufacturer representative the previous tuesday at their healthcare provider's office, and when they checked the ins, the stimulation was going at two to three times what they should have been receiving and it was using their battery pack as an electrode so they were getting a lot of rebound. The manufacturer representative advised them to leave the ins for two weeks until the patient contacted them again, but they had no relief in symptoms, and had more urgency and accidents after they reprogrammed it. They weren't sure if they should turn it up or down, or to a different program. The patient reported the issue began a few mont hs ago. Troubleshooting was unable to be preformed as they requested to speak with the manufacturer representative. An email was sent to the field.